Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. However, the device was not returned to confirm the alleged malfunction. According to the test analysis of the unit, this unit is running normally and as designed.

Event description:
It was reported the patient's device stopped working. In turn, the patient experienced hypoxia.